Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 72," "pacer fault 117" "brodge test failed" messages. Complainant indicated that there was no pt involvement in the reported malfunction.